Event description:
The home patient (hp) reported feeling full, as if the hp were overfilled, while using the homechoice cycler for apd therapy. The hp reported during fill 4 of 4, the hp felt pain and stopped the fill after 1,566mls of the hp's programmed fill volume of 1900mls had been delivered. Review of the hp's therapy information revealed that at the time the hp halted the hp's fill, the hp had retained a negative ultrafiltrate volume of -2,206mls. The hp placed the cycler into a manual drain and removed 4,864mls. After the manual drain was completed the hp continued apd therapy with no further difficulties reported. Follow up with the hp's healthcare professional reveals there was no patient injury or medical intervention as a result of this incident.